Event description:
While patient was undergoing a polypectomy the staff heard a low frequency pop with immediate loss of visualization. Immediate x-ray showed free air in abdomen. Operative note states that during cauterization of polyp there appeared to be a methane gas explosion within the bowel causing perforation and free air. Outside documentation does reflect that methane gas is produced naturally in the bowel in explosive levels. The manual that is provided with the cauterization equipment does list as an explosive hazard naturally occurring gases in the bowel.